Manufacturer narrative:
A medical review was performed on the information provided. A large intra-peritoneal volume drained at drain 2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The device is currently undergoing eval and a supplemental report will be submitted upon completion.

Event description:
Pt called tech support to report drain complications during her ccpd treatment. Pt stated she has been retaining a lot of solution within her abdomen due to the drain issues. Treatment data from the cycler: fill 1: 2000ml, drain 1: 1572ml; fill 2: 2006ml, drain 2: 4511ml; fill 3: 686ml, drain 3: 697ml and treatment was stopped. Pt reported feeling full and had some relief after draining. Pt stated she did not see her doctor or have any medical interventions as a result. Pt did not notify her pd nurse regarding the event. Pt continues ccpd treatments on the replacement cycler.